Event description:
It was reported that dr reported to a zimmer research employee that a durom cup was revised approximately 16 months post op. Dr reports that he had implanted approximately 30 durom cups.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer nc., which markets the devices in the u.s.